Event description:
On (B)(6) 2010, pt reported she spilled the entire cartridge of insulin into the infusion device chamber and now the cartridge plunger is stuck on the piston rod. Advised pt not to over tighten the insulin cartridge and to hold the infusion device upside down to remove and or install the insulin cartridge. Assisted pt with setting up and programming her backup infusion device; had pt place device in run mode. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.